Manufacturer narrative:
During investigation a reportable malfunction was found. The belt was unable to complete a falloff test. The cause for the failure was isolated to a broken orange wire in the and a pinched white wire. The root cause for the damaged wires was excessive force. No adverse event resulted from the damaged belt.

Event description:
During investigation a reportable malfunction was found. The belt was unable to complete a falloff test.